Event description:
It was reported that during the implant procedure, insertion of the atrial lead into the pulse generator connector was difficult. After the pocket was closed, loss of atrial capture and high lead impedance were observed. The pocket was reopened and it was noted that the atrial lead was not fully inserted into the device connector. After re-connecting the lead, normal electrical values were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.